Event description:
It was reported that the right ventricular lead triggered an alert for noise and oversensing. The device was reprogrammed and the lead remained in use. A second alert was triggered. The lead was also reported as fractured. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned, analyzed, and the lead conductor was fractured due to rib/clavicle. It was also noted that the inner insulation was breached due to rib/clavicle. (B)(4) implantable cardioverter defibrillator (B)(6) 2008; 4524 implantable pacing lead (B)(6) 2001. (B)(4).